Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.

Event description:
Customer reported that while normal saline was infusing at 40ml/hour, clinician was called to room by parent due to leaking IV. Clinician found IV cannula intact but blood backing up the line and leaking out of the y-site connection. Needed to hang new IV lines because of the inability to flush y-site due to clotting. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.